Manufacturer narrative:
(B)(4) date sent: 4/7/2026 d4: batch # d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently unavailable. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? The staples of the distal end were unformed. How was the bleeding controlled? Astriction with taco seal. How much blood was lost (ml)? Unk did the patient require a transfusion? Unk could you please provide more details about the type of oozing? Unk please explain in detail what was the issue with the device. Was the firing sequence started but not completed?unk if yes: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? Yes if yes, was the cut line complete? Unk if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc?unk no lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported tha, during an unknown laparoscopic respiratory procedure, the device was used for pa transection. The proximal side showed b-shaped staple formation, but no staples were formed at the distal side and bleeding was observed. Compression and tachosil usage were dealt with this issue. The cartridge color was white. Additional suture was performed to complete the case. There were no adverse consequences to the patient. No additional information was provided.